Event description:
On 2026-jan-26: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that there was a little spot next to the implant at the bottom that never quite healed since implant. Patient stated that they had some icky looking fluid that came out of it last night and now it's totally flat across it. Patient denied any recent falls/trauma. Patient mentioned that they put antibiotic cream on it and it hadn't bothered them until yesterday when they itched around it then noticed the fluid. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2026-feb-17: additional information was received from the patient. They reported that the healthcare provider (hcp) was not really able to determine the cause of the issue. They gave the patient antibiotics and will check it in two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.